Event description:
It was reported that two pyrenees self-tapping screws fractured post-operatively at c6. Revision surgery has not been scheduled nor performed at this time. This record captures the first of the two reported pyrenees screws.

Manufacturer narrative:
As the fractured screws remain implanted in the patient, an evaluation could not be performed. Upon review of the provided radiographic image, it was observed that the construct was composed of a 3 level plate, 8 screws, and interbody spacers. Correspondence with the field representative suggests there were no complications during the initial surgery. The screws were final tightened until the torque handle click was heard, and the screws were not repositioned after first insertion. A drill was used to prepare screw holes; the bone was not tapped. The surgery was not performed at a difficult angle, and a drill guide was not used. The patient did not experience external trauma and had normal activity levels. Operative notes were not available. Device and complaint history records could not be reviewed as the device lot number was not available. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. From the pyrenees surgical technique guide, "the fixed screw- thru drill guide can be used to tap, drill and insert screws at a trajectory of 12 degrees and, along with the variable screw-thru drill guide, provides a positive docking onto the plate. The variable screw-thru drill guide provides the surgeon with 30 degrees conical range of motion to tap, drill, and insert screws." (Page 15). It is possible that an adequate angulation was not provided that may have led to the fracture of screws. However, as the devices remain implanted in the patient, further evaluation was not possible, and a cause could not be established conclusively.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that two pyrenees self-tapping screws fractured post-operatively at c6. Revision surgery has not been scheduled nor performed at this time. This record captures the first of the two reported pyrenees screws.